Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a (B)(6) year-old female patient who had essure (batch no. B75534,c76467) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, syncope, low blood pressure, cardiac arrhythmia, cephalgia, feeling sick, vomiting, d & c, cholecystectomy, augmentation mammoplasty, breast nodule, motor vehicle accident, neck strain and tonsillectomy. Previously administered products included for prevent pregnancy: mirena from (B)(6) 2009 to (B)(6) 2013. Past adverse reactions to the above products included device dislocation with mirena. Concurrent conditions included migraine without aura, dysuria, post coital bleeding and visual disturbance. Concomitant products included nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, sumatriptan from (B)(6) 2012 to (B)(6) 2014 and topiramate (topamax) since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"), 2 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced rash ("abdominal rash") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- left-4, right-9 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received : case categoty updated to serious incident, reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a 40-year-old female patient who had essure (batch no. (B75534,c76467)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, syncope, low blood pressure, cardiac arrhythmia, cephalgia, feeling sick, vomiting, d & c, cholecystectomy, augmentation mammoplasty, breast nodule, motor vehicle accident, neck strain and tonsillectomy. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2013. Past adverse reactions to the above products included device dislocation with mirena. Concurrent conditions included migraine without aura, dysuria, post coital bleeding and visual disturbance. Concomitant products included nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, sumatriptan from (B)(6) 2012 to (B)(6) 2014 and topiramate (topamax) since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"), 2 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced rash ("abdominal rash") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, mood swings, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, dysmenorrhoea, dyspareunia and vaginal discharge outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- left-4, right-9. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 27-jan-2015: essure device was successfully occluded. Lot numbers reported b75534 and c76467 are not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in a 40-year-old female patient who had essure (batch no. (B75534,c76467)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage, syncope, low blood pressure, cardiac arrhythmia, cephalgia, feeling sick, vomiting, d & c, cholecystectomy, augmentation mammoplasty, breast nodule, motor vehicle accident, neck strain and tonsillectomy. Previously administered products included for prevent pregnancy: mirena from 2009 to (B)(6) 2013. Past adverse reactions to the above products included device dislocation with mirena. Concurrent conditions included migraine without aura, dysuria, post coital bleeding and visual disturbance. Concomitant products included nsaids since (B)(6) 2014, paracetamol (acetaminophen) since (B)(6) 2014, sumatriptan from 15-feb-2012 to 14-sep-2014 and topiramate (topamax) since (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced headache ("headaches") and migraine ("migraines"), 2 months 25 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and rash ("abdominal rash"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, rash, vaginal discharge, headache, mood swings, depression, anxiety and migraine outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: trailing coils- left-4, right-9. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Lot numbers reported b75534 and c76467 are not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 11-mar-2021: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.